Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient has been feeing "discomfort" and sometimes "pain" when their pacemaker "starts thumping". The device was followed up in the clinic with no issues found. The device remains in use. No further patient complications have been reported as a result of this event.